Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported she had problems with bubbles for months. Today she changed set in the morning and had high blood glucose. Around lunch she disconnected and got bubbles out. At dinner it was higher so she took bubbles out again. The customer reported that there are large bubbles of the size of a pea. The blood glucose is now 403 mg/dl. She is going to meet her trainer. The device will not be returned for analysis.